Manufacturer narrative:
Date of report: 10sep2021.

Event description:
The field service engineer (fse) reported that the touchscreen was not working properly. The ventilator was being set up for patient use at the time of the event. There was no patient harm. The fse stated the screen appeared to be scratched. The fse replaced the touchscreen and the issue was resolved.